Event description:
It was reported that a user received a ¿system update failed¿ alert on the ilet pump, could not dismiss the alarm, and was unable to announce carbs; after a guided restart attempt, the user successfully completed a firmware update but had already eaten and was advised not to announce the meal and to allow automated correction dosing, after which blood glucose was elevated to 230 mg/dl, indicating a device mechanical problem during use. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, and the device issue was identified as a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.